Event description:
Analysis of the generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report this data. Describe event or problem, corrected data: the initial report inadvertently did not provide details from the clinic notes received. Relevant tests/laboratory data, corrected data: the initial report inadvertently did not provide details from the clinic notes received.

Event description:
It was initially reported that the patient had an increase in seizures. The patient has never had completely controlled seizures but vns has been very helpful, especially in reducing post-ictal. The patient¿s mother reports that the patient is having more grand mal seizures and is currently maximized on 3 drugs and vns. No changes were made at the last visit after her levels came back. Diagnostics were within normal limits. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the explanted device was being mailed back. The generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2014 prophylactically due to ifi=yes. Good faith attempts for product return have been unsuccessful to date. The report of increased seizures was reported via clinic notes dated (B)(6) 2014. The physician reported in the notes that he suspected the recent increase in grand mal seizures may be related to weakening of the vns battery. The patient was referred for replacement as a result.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect patient age.